Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested using vitros tropi es lot 3380 on a vitros eciq immunodiagnostic system. A definitive assignable cause of the non-reproducible, higher than expected vitros tropi es result was not established. Based on historical quality control results a vitros tropi es lot 3380 reagent issue is an unlikely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3380. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3380 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Post-service precision testing by an ortho field engineer indicated that the eciq immunodiagnostic system was performing as expected. However, an instrument issue cannot be completely ruled out as a contributor to the event, as the performance of the instrument was not verified around the time of the event and no pre-service precision testing was performed on the instrument. Therefore, an instrument issue is an unlikely contributor to the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as despite it being established that the customer was close to following the sample collection device manufacture¿s recommendation for sample centrifugation, an image of the remaining patient serum indicated that the patient sample was heavily hemolyzed. The vitros tropi es instructions for use states not to use hemolyzed specimens as hemolysis can affect test results.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result from a single patient sample when tested using vitros troponin I es (tropi es) reagent lot 3380 on a vitros eciq immunodiagnostic system. Patient 1, sample 1, vitros tropi es result of 0.230 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory as the customer followed their laboratory protocol of repeating all high troponin I results. The repeat vitros tropi es results of < 0.012 ng/ml for patient 1, sample 1 were believed to be true by the customer. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).